Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was separated. The following information was received by the initial reporter with the following verbatim: it was reported by customer that while attempting to disconnect the bifuse from the access device, the bifuse snapped in half closer to the luer access device. A portion of the bifuse tubing remained stuck in the access device and was unable to be removed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample model mz9265 was returned for investigation. The set was examined for defects and abnormalities. The male luer was broken off and stuck in the connector. No other defects or abnormalities were observed. The customer complaint was verified. However, on the description the most probable cause is the alcohol swab was not fully dried before connecting the sets. Antiseptic device swabs that contain (chlorhexidine gluconate (3.15%) and isopropyl alcohol (70%), leave a slightly sticky residue after drying is complete. The combination of the two component surfaces still being wet when connected, and the chlorhexidine gluconate residue, was observed to bond the two surfaces together during functional testing. This would explain the difficultly with disconnecting the sets and the excessive force of trying to disconnect them causing the male luer to snap. A device history record review could not be performed because a lot number was not provided by the customer.